Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to indicate that complaint was related to accessory. Updated to report device evaluation results. Updated for catalog and UDI number, for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and device, method, result and conclusion codes. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), a dental implant screw fractured. The implant was removed six months after placement. No additional adverse patient consequences were reported.

Event description:
Per complaint (B)(4), a dental implant fractured. The implant was removed six months after placement. No additional adverse patient consequences were reported.